Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - b5, g2. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a leak in iab circuit. There was patient involvement and no injury or harm reported. Emergency support program (esp) personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer called for assistance with a leak in iab circuit alarm. The unit had alarmed multiple times, and the customer verified correct troubleshooting steps to check for blood in the helium tubing, and pressing the iab fill key. It was also reported that the alarm went off when closing a patient's chest, and every time it went off after that was associated with movement, cough, or increase in heart rate. The alarm went off several more times while getting the patient settled. Esp personnel recommended switching out the console and the alarm continued after a console change. The customer went down on the patient's augmentation by two bars which resolved the issue.

Event description:
This call was taken by an esp team member via the clinical emergency support line. It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 event site address: (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit alarm. There was no harm or injury reported.